Event description:
It was reported that during a da vinci-assisted surgical procedure, forceps does not work anymore. At the time of this report, it is unknown how the procedure was completed and if the reported event had any impact on the patient. Isi followed up with the initial reporter. The customer confirmed no further details related to the reported event are known or available. This complaint will be classified based on the provided information at this time.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding the forcep not working was confirmed by failure analysis.